Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the down arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored.

Event description:
The reporter contacted animas on (B)(4) 2012 reporting that the down arrow button had delayed and intermittent response and was sticking. The reporter stated that the pump was worn attached to the patient's belt and was occasionally wiped down with a dry cloth or washed with soap in the shower. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.